Manufacturer narrative:
(B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device front case has been already replaced by us team and it has now come back with a lifted keypad.

Manufacturer narrative:
Additional information: imdrf a, g, b codes, reason code for no evaluation, if other specify and manufacturer narrative. Please note that the suspect device was not returned for investigation; however, one (1) photo was provided of a syringe module device with a lifted keypad along the bottom of the keypad assembly. The customer¿s report that the syringe pump had keypad lifting was confirmed through the provided photo. Customer provided sample photo only. No device was returned.

Event description:
It was reported that the device front case has been already replaced by us team and it has now come back with a lifted keypad. There was no patient involvement.

Event description:
It was reported that the device front case has been already replaced by us team and it has now come back with a lifted keypad. There was no patient involvement.

Manufacturer narrative:
Omit: a07 - electrical /electronic property problem (1198), g0204002 - keyboard/keypad, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c and d codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.